Event description:
A customer contacted baxter's technical service center to request assistance on the homechoice (hc). Per the initial report, the home patient (hp) stated felt overfilled in dwell 1 of 5. The hp stated the he performed a continuous ambulatory peritoneal dialysis fill of 2500ml. The hp stated he started therapy and the initial drain volume was 43ml. The hp stated the hc proceeded to fill 1. The hp stated the hc completed the fill and moved to dwell. The technical service representative (tsr) reviewed the therapy: continuous cycling peritoneal dialysis, total volume 18000ml, therapy time 8:00, fill volume 3000ml, last fill volume 2000ml, dextrose is different, initial drain alarm setting 1500ml. The tsr did a manual drain of 6018ml. The hp stated was empty. The hp would not finish therapy on the hc this night. The hp stated he would perform continuous ambulatory peritoneal dialysis to finish therapy. The tsr informed the hp to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was confirmed through review of the event history log, and the cause was determined to be use error; inappropriate bypass of the low drain volume alarm during initial drain. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The device was determined to meet specifications for the reported issue. This issue is being investigated through a CAPA.